Event description:
Medtronic received information that possible over delivery occurred. The customer was hospitalized on (B)(6) 2021 due to low blood glucose level. The user's blood glucose level was 2.8 mmol/l at home and 4.2 mmol/l in the hospital. The user had a soda at home and in the hospital they were treated with glucose infusion.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.